Event description:
As reported, the balloon of an aviator plus 4x30 142cm percutaneous transluminal angioplasty (pta) balloon catheter was found to be ruptured at the microend during delivering and dilatation. There was no reported patient injury. The device was used in a carotid artery balloon dilatation procedure. Additional information was requested but not provided. The device was not returned as expected.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d9, g3, g6, h1, h2, h3 and h6. A review of the manufacturing documentation associated with lot: 82307473 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of an aviator plus 4x30 142cm percutaneous transluminal angioplasty (pta) balloon catheter was found to be ruptured at the microend during delivering and dilatation. The product was removed intact (in one piece) from the patient. There was no reported patient injury. The device was used in a carotid artery balloon dilatation procedure. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped per the (IFU). The device prepped normally (i.e maintain negative pressure). The intended procedure/target lesion was for a carotid artery stenosis. The lesion was severely calcified, mildly tortuous and a chronic total occlusion (cto). The vessel was 75% stenosed. The contrast to saline ratio was 1:1. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The procedure was completed by changing to another unknown cordis balloon. The device was not returned as expected.

Manufacturer narrative:
Due to a mix up of information, this complaint was invertedly coded with a reportable event; however, upon further review, and additional information received, a reportable event did not occur with this product and is no longer reportable under the FDA guidelines. Therefore, this event will be unreported and no further reports will be forthcoming.

Event description:
As reported, the balloon of an aviator plus 4x30 142cm percutaneous transluminal angioplasty (pta) balloon catheter was found to be ruptured at the microend during delivering and dilatation. The product was not removed intact (in one piece) from the patient. There was no reported patient injury. The device was used in a carotid artery balloon dilatation procedure. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped per the (IFU). The device prepped normally (i.e maintain negative pressure). The intended procedure/target lesion was for a carotid artery stenosis. The lesion was severely calcified, mildly tortuous and a chronic total occlusion (cto). The vessel was 75% stenosed. The contrast to saline ratio was 1:1. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The procedure was completed by changing to another unknown cordis balloon. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3 and h6. Additional information is pending and will be submitted within 30 days upon receipt.